Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2023, due to migration of the electrode array. The patient was re-implanted with another cochlear device during the same surgery.